Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a power supply failure. Investigation was based on service information, log file analysis and system history. Investigation showed that the uninterrupted power supply (ups) for the image system failed. A power failure at the hospital during the time of event resulted in the power supply to the imaging system failing abruptly. After the power was restored, the user powered the system on but the image system would not turn on. The rest of the system was up and functional (x-ray and motion control). The affected system was repaired by the local service organization with exchange of the uninterrupted power supply. After exchange of the ups the problem did not reoccur. No further corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that the imager shut down while a patient was under anesthesia. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.